Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the image issue could not be determined. It is possible that the image failure was due to water temporarily entering the device from the damaged part of the connector, destroying the electrical circuits. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿do not strike the camera head. The camera head may be damaged.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is in process. The olympus service center was unable to replicate the user event. The device failed a leak test for the video connector. The faulty parts were replaced. The device was inspected and passed olympus functional standards. A definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The user facility reported to olympus that the high definition camera head was not displaying an image. It is unknown where the reported event occurred. Additional follow-up with the facility is in process. There was no harm or user injury reported due to the event.